Event description:
The issue occurred before a therapeutic procedure.

Event description:
The issue occurred during preparation for use for a therapeutic egd-hemostasis / hematemesis procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (to select health professional) and h6 (investigation finding code "4228 - device incorrectly reprocessed" must be added.). Additional information added to field h11. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope channel was clogged with foreign material. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered could be powder hemostatic agent. The foreign material was possibly caused by the user¿s deviation from the instructions for use during the operation, leading to the biopsy channel becoming clogged during the procedure. The event can be detected and prevented by following the instructions for use: 4.2 insertion suction warning: ¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.